Event description:
It was reported that the anesthesia system failed and generated a pressure alarm. There was no patient harm reported. Manufacturer's reference #(B)(4).

Manufacturer narrative:
The investigation of the reported event has been completed. Based on technician statement, the double channel plate has been replaced. The issue has been resolved and the device was delivered to the user in working condition. No parts were returned for investigation and the device logs were not sent for evaluation. According to the technician statement, seal(s) on double channel plate deteriorated after using sevoflurane agent. Double channel plate contain fresh gas channels, valve stems and valve seats for vaporizer inlet/outlet valves and bypass valves. There are also four silicon sealing that are mounted on the docking for the vaporizer inlet/outlet valves and one silicon bypass channel sealing. A failure of those silicon seals will be detected during system checkout if present and high priority alarms will be generated if the failure occurs during treatment. In this case it was reported that the seal(s) were deteriorated and caused the pressure transducer test to fail. This failure is detected during system checkout. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 06/20/2016. Corrected manufacture date: 06/02/2016.

Event description:
Manufacturer's reference #: (B)(4).